Manufacturer narrative:
The device is expected to be returned; however, the device has not yet bee n received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the alarm. Customer's blood glucose (bg) was 534 mg/dl. Manual injections were administered to address bg. Additionally, an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer reverted to manual injections for insulin therapy.